Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was 110 mg/dl at the time of the call. The customer stated that there is damage to the drive support cap. The customer experienced low blood glucose of 56 mg/dl which was treated with juice. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime test due to loose/protruded drive support disk. No motor error alarm noted. The motor passed motor test. The insulin pump was unable to confirm no excessive no delivery alarms due to prime anomaly. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, minor scratches on display window, and missing end cap sticker noted.